Manufacturer narrative:
PMA 510k #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle penetrated the surface of sheath during procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Event description:
A supplemental report is being submitted due to completion of the investigation on 25-jun-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2057607 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 30 november 2023. Distal end of needle examined, and no issue observed. Distal end of sheath examined and observed to be pierced 0.5cm from tip of sheath. Stylet examined and no issue observed. Needle removed from device and no issue observed. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet removed from device without issue. Stylet re-inserted into device without issue. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2057607 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause for the sheath damage could be attributed to the difficulties experienced by the user when trying to penetrate the target site which could have potentially led to the sheath being pierced during needle advancement. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.